Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device.a visual inspection was performed and showed a dent in the outertube, the outertube is jolted, distal tip damage, the sheath is bent, damaged stopcock handle, and the scope has cosmetic damage.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.the instruction for use recommends. Damage may occur if the hysteroscope is handled roughly during use. Excessive forces may result in traumatic insertion, chipping particles of the optical glass, or other damage to the unit.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, prior to use, the device returned due to cloudy image and lens were not clear.